Manufacturer narrative:
No further information was able to be obtained from this customer. However, a phaco handpiece was retuned for evaluation. The handpiece was manufactured on march 17, 2015. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on march 31, 2004. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was evaluated upon being sent in by the customer. The handpiece was functionally tested. The company representative confirmed that the handpiece was considered to be non-conforming and not repairable. The handpiece was quarantined for destruction. The returned phaco handpiece did no met specification and was quarantined for destruction. As a result, the root cause cannot be determined (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece presented with no suction and caused a system message to display. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.